Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion location of target lesion 1 was the proximal left anterior descending artery not the distal left antrior descending artery as previously stated.

Event description:
(B)(6). Same case as 2134265-2011-00680. It was reported that during a coronary artery treatment procedure plaque shift occurred and post procedure the patient experienced a myocardial infarction. Target lesion 1 was located in the distal left anterior descending artery with 90% stenosis, was 20 mm long and had a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.0 x 28 mm taxus liberte stent with 0% residual stenosis. Lesion 2 was located in the 1st obtuse marginal with 70% stenosis, was 15 mm long and had a reference vessel diameter of 3.5 mm. The physician treated this lesion with direct stent placement and a 3.5 x 20 mm taxus liberte stent with 0% residual stenosis. During the index procedure a plaque shift occured into the diagonal branch after placement of the stent in the proximal left anterior descending artery. Post index procedure, prior to discharge, cardiac enzymes were elevated consistent with definition of a myocardial infarction. There was no action taken for this event and the patient was discharged the next day on aspirin and prasugrel.